Event description:
A small bug was found in between the tegaderm and the tegaderm backing. Was caught before dropping on sterile field. Manufacturer response for tegaderm, tegaderm (per site reporter): have not heard back yet.